Event description:
It was reported that the customer received a button error on the insulin pump. Customer stated the keypad was slow and not responding. Advised the customer to discontinue the use of the insulin pump and revert to a back-up plan. The blood glucose reading was 11.0mmol/l. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Manufacturer narrative:
Insulin pump had moisture damage on keypad traces. No button error alarms noted. All buttons function properly. During visual inspection insulin had a cracked reservoir tube lip, cracked battery tube threads, minor scratches on display window and cracked case near display window corners.